Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 597 mg/dl. Customer declined to troubleshoot for their blood glucose levels. The customer was treated with insulin pump. Change sensor and calibration error were also reported. The device is not expected to be returned for analysis.